Event description:
Device was being used to harvest a radial artery. After using the device for only a few minutes it was noticed the black lining of the tip was unraveling. Immediately the device was removed from the field and a new device was used to continue.